Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. During evaluation, it was observed that it took too long to reach the target temperature. Circulation pump was replaced. Cracks on level sensor. Dirty drain valves. Level sensor, drain valves were replaced. Tank was cleaned. The device underwent and passed testing after all repairs. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. No additional actions can be taken at this time. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not reach target temperature heating. Per review of wo on 23mar2026, there was no patient involvement. Per sample evaluation results received via task on 27mar2026, it was reported that there were cracks on level sensor and dirty drain valves.